Event description:
Two months before the date of the complaint, the pt was admitted to the hospital for about 4-5 days due to chest pain, during which time he had a computerized tomography scan and x-rays taken. The pt was unsure if he had a magnetic resonance imaging. The implantable neurostimulator was turned off during the tests. Since that time the pt stimulation was low. He eventually stopped feeling stimulation at all. There was swelling and a warm feeling at the implantable neurostimulator pocket. The pt had trouble recharging the device. He could charge for 3-4 hours and the battery would be half full. The pt had difficulty sleeping; he was only able to sleep for 3-4 hours at a time. His legs felt numb. The pt was at home at the time of the report; his status was reported as "far". The pt was going to f/u with his hcp. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.